Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 400 mg/dl. The customer's current blood glucose is 240 mg/dl. The customer experienced different blood glucose level of 428 mg/dl and 365 mg/dl. Customer was currently on manual injection. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with fluids, insulin drip and given shots. Troubleshooting was done for high blood glucose. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.